Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the scope head was loose. Event timing and patient impact is not known at this time.

Manufacturer narrative:
Additional information is provided. The system was examined and the reported event was confirmed. A component assembly was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 22, 2014. Based on qa assessment, the product met specifications at the time of release. The libero was received for evaluation. A visual assessment of the returned libero confirmed that the coupler had detached from the assembly. The threads at the post/coupler joint, were observed to be severely damaged. Per the visual evaluation, it is inconclusive if thread adhesive was present at the post/coupler joint. The coupler set screw was found to be screwed into the coupler. Additionally, the bottom of the post (with coupler detached) was found to be physically damaged. The nut was also observed to have physical damage. The knob rotation lock was also received. However, there was no information provided, that the part was replaced. No visual nonconformity was observed with the returned knob rotation lock. A ring of discoloration was observed on the returned post, which is evidence that the post was rotated with the knob rotation lock. With the sample in its returned condition, it cannot be conclusively determined if thread adhesive was applied to the post/coupler joint. Based on the results of the results of the investigation, the root cause is unable to be determined conclusively. The root cause of the reported event is unable to be determined conclusively. An internal investigation was opened on this issue. The manufacturer internal reference number is: (B)(4).